Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was advised to remove the loctite from the screws and internal threads, and then retest the device; however, it could not be confirmed if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.

Event description:
It was reported that the electrical safety test was failing. Not in use, no patient or user harm reported. It was reported that the customer stated that the unit failed the electrical safety test at the screws on the oxygen fitting retention plate. The remote support engineer (rse) advised the customer to remove the loctite from the screws and internal threads. It was then reported that the customer would remove the loctite and retest the unit. The customer will call back if further assistance is needed. Further information is pending.